Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, it was reported that the pt had inflammation around the pump since the refill on (B)(6) 2010; all around the pump was painful and the pump was "really sticking out far" since the refill. There were no problems at the refill. The therapy seemed to help some with the pt's pain. The pt had had no falls or trauma except for falling on (B)(6) 2010 which they did not think affected the pump. The device system was used to deliver morphine 5 mg/ml. The pt was seen (B)(6) 2010 and had some tenderness at pump site. No other issues or pump problems. An x-ray done (B)(6) 2010 showed no problems. No additional troubleshooting, testing or intervention was done. The pt was reported to be doing well. In (B)(6) 2011, it was reported that they were moving the pump from one side of abdomen to the other due to discomfort for the pt. There was no problem with the function of the pump or the catheter. Additional information has been requested. A f/u report will be sent if additional information becomes available.